Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices were not returned for evaluation and remained in the patient. There were adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: the left iliac artery angulation was greater than 90 degrees. Cautionary product use that might have contributed to this complaint was the inability to tolerate contrasted surveillance due to chronic kidney disease. Disease progression, and/or the distal stent migration might have contributed to the aneurysmal state of the aortic neck initially observed at 5 months post index. It was not clear if calculations during angiography one month pre index were blood lumen instead of vessel diameter measurements, which would account for the change in infrarenal diameters 5 months post index. There was no pre index CT available for review. The infrarenal stent placement at the event procedure was incongruent with the IFU due to the development of a juxtarenal aneurysm post index. The endoleak ia was confirmed. There was a diagnosis of no endoleak due to the smooth transition between the exposed sac and the remaining stent without contrast within the sac below the telescoped stents. Also substantiated: a complication of a new juxtarenal aneurysm; further telescoping of the original stents; and, intra-procedure stent migration. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be conclusively determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 63 months post implant of a bifurcated device, and an infrarenal aortic extension, and limb extension, a leak was identified. Reportedly, during a routine follow up with the patient an endoleak was identified. Physician treated the endoleak with a suprarenal aortic extension and it had migrated down during implant, and physician chose to implant an infrarenal aortic extension to seal the leak. An angio was done after implant and no endoleak was identified. The patient tolerated the procedure well.